Event description:
(B)(4). Itchy,red rash on face that would only respond to oral steroids steroid cream and immunosuppressive creams. Rash went dormant until mid (B)(6) 2016. Bloating, weight gain, digestive issues, constipation and rash came back with a vengeance to neck, face and stomach. Changed all laundry detergent, cleaning and personal care products to all natural ingredients with no resolution. Had a hysterectomy (B)(6) 2016, removing essure, fallopian tubes, uterus and cervix. Rash has been resolved.

Event description:
(B)(4). All digestive issues, bloating and constipation have also resolved.